Manufacturer narrative:
(B)(4). Medical product: vngd cr tib brg 14x71/75, cat#: 183444; biomet cc I-beam tray 71mm, cat#: 141223; unknown vanguard patella. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07527; 0001825034-2018-07529; 0001825034-2018-07530; 0001825034-2018-07532. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent primary total knee arthroplasty, however the patient experienced complications post-operatively. The complications included: renal insufficiency, oliguria, nsvt, confusion, hypokalemia, enterococcus bacteremia, hypotension, anemia, encephalopathy, blood clot and extended hospital stay of five (5) weeks. Attempts have been made and additional information on the reported event is unavailable.